Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 1.5 x 10 mm crosssail balloon catheter was advanced to the lesion; however, when an attempt was made to inflate the balloon, the pressure did not increase. The balloon was found to have a rupture. Reportedly, there were not pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the balloon catheter was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole over the single balloon marker. There were no scratches visible on the balloon. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Produc performance engineering reviewed the case description and analysis of the returned balloon catheter; damage was noted. The analysis was able to confirm the reported difficulties, as a pinhole rupture was found in the balloon during an attempt to inflate the balloon. Factors that may contribute to the balloon rupture damage include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The sem analysis of the pinhole rupture observed mechanical damage at the rupture site. The mechanical damage may be related to contact with the anatomy or balloon sheath. No leaks were observed during the preparation procedure. The pt anatomy was described as moderately calcified and mildly tortuous, which may have contributed to the reported difficulties. Mechanical damage at the rupture site suggests the balloon material may have been weakened that upon the inflation attempt the balloon ruptures. A definite root cause of the mechanical damage could not be determined, but it appears to be related to circumstances during the procedure. A review of the finished device lot history record did not reveal any non conformances which could have contributed to this complaint. This MDR is considered closed by the product performance group.